Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. The original report was accidentally marked as complete. The investigation is still ongoing. The correction has been updated to reflect not complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo ventilator. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the data wipe was unable to be completed and therefore, the service center was unable to continue with the repair. Per the philips service policy, the customer was given the option to receive a fair market value credit for the device or have the device be returned unrepaired. The customer chose to receive the fair market value credit.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.